Event description:
The hosp reported that at the completion of the coronary artey bypass graft procedure, the heartstring seal didn't unravel completely during removal process causing the aorta to tear. The surgeon used a repair to stitch to correct the torn aorta. No other pt complications were reported.